Event description:
It was reported that the screen of the gastrointestinal videoscope became noisy. The issue was found during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image has blackout and scope communication error (b30 error). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to a component failure (after replacing the ultrasound plug unit (u plug unit), it is normal). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.